Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted (B)(6) 2009.

Event description:
It was reported that the right atrial (ra) lead exhibited p-wave undersensing, oversensing, sudden high impedance, and possible fracture. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the patient experienced fatigue and dyspnea. The patient¿s symptoms were consistent with pacemaker syndrome. The ra lead also measured undefined impedance and exhibited oversensing noise. Capture was noted as unreliable and variable sensing was observed.